Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The apex monorail 15mm x 3.50mm was advanced and inflated to 6 atms for 5 - 10 seconds to predilate the target lesion when it was noted that blood came into the unspecified inflation device. The balloon catheter was removed intact and examination confirmed that a balloon rupture had occurred. The procedure was completed with a different device. There were no patient complications or injury reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)